Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (up to 400 mg/dl) and insulin injections were administered to address the bg. The customer thought that pump was calculating the amount of insulin correctly; however, it was not delivering the insulin properly. The customer reverted to using insulin injections and the bg issue had been resolved. As the customer was not using the pump at the time of the report, a pump system check could not be performed.